Event description:
Customer reported patient developed pain after 24 hours of implant placement, tooth 5. The implant was removed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided/unknown. B3: date of event is not provided/unknown. E1: initial reporter¿s title and last name are not provided/unknown.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation was performed. The implant had signs of use with markings from removal. The implants had debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaints was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.